Event description:
It was reported that during a procedure, a patient was burned while the doctor was using a 5.0 formula resector blade. Approximately 2/3rd's of the shaft of the blade was in the patient and the blade got so hot it started to burn the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.